Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels of 40 mg/dl. The customer stated that the sensor did not warn her that her blood gluocose was dropping. The customer did not receive any alerts or alarms. The customer treated her blood glucose with a sandwich and some juice. The customer also stated that the sensors hurt and were uncomfortable. The customer declined troubleshooting. Nothing further reported.